Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
Visual inspection confirmed that the sizer appears to be functioning as per specifications. The device shows no loosened component. Review of the device history records did not find any deviations or anomalies. This device is used for treatment. A product history search revealed no additional complaints against the related part and lot combinations. A definitive root cause cannot be determined with the information provided. However, the complaint may be revised upon receiving further information.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the sizer does not stop in the set rotation.